Event description:
It was reported that few minutes after starting therapy, one unit of prismaflex m60 set had a blood leak at the return line up near the return / venous clamp and just below that area. The amount of blood loss was estimated to be around 200ml. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A pressure test was performed, no leak was detected. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.